Manufacturer narrative:
The reported adverse event was gum damaged and required surgery. Event date is approximate. Customer mailing address was not provided.

Event description:
A consumer reported that a consumer reported that their (B)(6) smart power toothbrush caused their gum damaged and required surgery.

Manufacturer narrative:
Analysis results: the cause of the customer's complaint could not be determined as no functional fault could be found with the device.